Event description:
It was reported by the contact that the device was used during a surgical procedure and that the staples bent upon firing the device. The case was completed using a same like device. There was no pt consequence.